Event description:
During cardiopulmonary bypass, it was reported that the centrifugal pump was very warm to touch. There were no reported adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but no concluded.